Event description:
The device is expected to be returned. An RMA has not been issued as of yet. The catheter was inserted into the pt with intraventricular bleed. The fiberoptic worked fine. Approximately twelve hours later the pt had re-bleed and the drainage was very bloody. The drainage chamber became clotted and was flushed with minimal normal saline (less than 1cc) and under very little pressure. During this time the fiberoptic continued towork. The intracranial pressure was as high as 100 mmhg. As the pt was stabilized the intracranial pressure trended down. Approximately two hours after the re-bleed, the monitor read e01 and there was no waveform. The fiberoptic receptacle was changed (it was not dirty to the eye) and all connections were checked and the monitor was turned off. After ensuring all connections, the monitor was turned back on and still had a e01 code. The fiberoptic site at the box was blown to remove any possile debris and the machine was turned off and turned on again without any change. No pt injury was reported.